Manufacturer narrative:
Multiple MDR reports were filed for this event. Associated report: 0001038806-2022-01768. Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that they could not restore the implant at tooth location #19 because the screw was fractured. The implant also had major bone loss (70 percent) therefore it was removed. The site was grafted and eventually an implant was placed in the site.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. An unknown biomet screw was returned for evaluation. Visual inspection of the as returned product identified screw fracture found inside the implant. Based on the evaluation, device malfunction did occur, and the reported event fracture screw was confirmed. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.